Manufacturer narrative:
In the previous report, the reporter country was listed as germany. It has been corrected in this report to reflect the accurate country.

Event description:
The notification was opened with an allegation of the patient experiencing damage to lung tissue. Based on clinical assessment of the event, the alleged serious harm of damage to the lungs is assessed as not related to the device in this case. Additional details are needed for further clarification and assessment of the reported event. Due to potential legal issues surrounding this case, no further investigation or follow-up can be conducted. If any additional information is received, a follow-up report will be submitted.